Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on 10apr2017. The fse proactively optimized the washer residual volume and performed a camera alignment. The instrument was operating as expected. Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well images in question, and those test well images in question visually appeared negative.

Event description:
On (B)(6) 2017, a customer reported unexpectedly negative antibody screen and antibody identification outcomes on a galileo echo instrument.